Event description:
It was reported that during a routine follow up, this pacemaker system was found to be operating in safety mode. The physician plans to schedule surgical intervention to replace this device. At this time, the pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a routine follow up, this pacemaker system was found to be operating in safety mode. The physician plans to schedule surgical intervention to replace this device. At this time, the pacemaker remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that a device replacement procedure was performed. This pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The pacemaker is expected to return for analysis.

Event description:
It was reported that during a routine follow up, this pacemaker system was found to be operating in safety mode. The physician plans to schedule surgical intervention to replace this device. At this time, the pacemaker remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that a device replacement procedure was performed. This pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The pacemaker is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.